Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. The device history record review for this lot has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Date of explant was reported as (B)(6) 2013 this is incorrect as the actual date of explant should be (B)(6) 2012.

Event description:
Voluntary user facility medwatch uf #(B)(4) was received. A copy will be included with this report. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.